Manufacturer narrative:
Per tandems t:slim user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. Additionally, it was reported that when a cartridge was filled with 300 units. The user heard a "burst" sound and the cartridge began to leak. Reportedly, the customer had mixed up the new and used cartridge and filled the used cartridge with insulin instead of the new cartridge. The user successfully loaded a new cartridge. There was no reported impact to the user's blood glucose level as the user had not tested.